Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, while the patient was at home, the hub of the turbo-ject® double lumen over-the-wire power-injectable PICC (peripherally inserted central catheter) line separated from the catheter portion of the device. The patient contact clamped and taped off the lumen. The product problem ultimately necessitated the removal and replacement of the device at the hospital. The customer was not sure how long the device had been in place prior to the reported malfunction. The complaint product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
(B)(4). A review of the instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. One device was returned for investigation. A visual examination noted the catheter was returned with the purple hub removed as described. The purple hub was not returned. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.